Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump received with operating currents within specifications. No unexpected weak battery alarms noted. The device passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device received had intermittent buttons due to moisture damage at keypad traces. No display ramping on its own anomaly was noted. The device received with cracked case at display window corners and minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 70 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.